Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
An ongoing drift tend was noted for the sensor pressure data. The pressures from the cardiomems sensor were over 10 mmhg greater than the estimated mean pressure. The sensor data was being monitored by the treating physician.